Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor was at the healthcare provider office for programming and a routine check. When the battery life was checked, the battery was depleted, and it stated that there was an estimated remaining battery life of one to six months remaining, even though the patient just had the battery replaced in october. The impedance was checked at 3.5 volts and showed impedance less than 50 ohms on the current program. The nurse switched to a different program and found impedances to be normal. The cause of the impedance issue was unknown. The patient was scheduled to go back to the office for follow-up on (B)(6) 2016 to check the battery again. It was unknown if the issue resolved. No surgical intervention occurred and it was unknown if surgical intervention was planned. No symptoms were reported and the patient status was alive with no injury.